Event description:
During an in-clinic follow-up, the right atrial (ra) leadless pacemaker (lp) rate response pacing setting was too sensitive for the patient. This resulted in a low output rate response on the right ventricular (rv) lp. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.